Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade unknown."

Event description:
Patient reported "left side capsular contraction baker grade unknown". Physician confirmed MRI provided baker grade 3 capsular contracture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported, "left side capsular contraction, baker grade unknown". Healthcare professional, later reported, left side "capsular contracture, baker grade iii". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, deformation on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported, "left side capsular contraction, baker grade unknown". Physician confirmed, MRI provided left side baker grade 3, capsular contracture. Device has been explanted and replaced.